Manufacturer narrative:
The system was rebooted and found to be working as intended, and put back into service. The customer cancelled the service call. A follow up report will be filed when additional details become available. This MDR is related to ge healthcare complaint.

Event description:
It was reported that the 9900 system had a data error message. No patient injury was reported.